Event description:
The ICD was removed due to early eri. The lv and ra leads were also explanted, but not reason was given. Attempts to obtain additional information have been unsuccessful. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.